Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The remote service engineer (rse) evaluated the device and determined that the issue was caused by a worn ECG cable, for which a replacement has been ordered. Based on the information available and the testing conducted, the cause of the reported problem was worn ECG cable. The customer ordered an ECG cable to resolve the issue.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the ECG cable is worn. There was no patient involvement.